Manufacturer narrative:
(B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced four infusion sets fell off during use. The infusion set was in use for 24 hours, 16 hours, and 36 hours respectively. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.